Event description:
It was reported that the applier had loose clips and that they fell when they used the applier.

Manufacturer narrative:
When I receive the quality engineer's investigation report on the device, I will submit a supplemental report.